Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI): (B)(4). The field service engineer (fse) replaced the sample probe and readjusted sample and reagent probes. Precision results were acceptable and the customer had no further issues. The service maintenance performed by the fse solved the issue.

Event description:
The initial reporter complained of discrepant results for 3 patient samples tested for tina-quant c-reactive protein IV (crp4) on a cobas 8000 c (701) module. On (B)(6) 2021 "patient 3" initial result was 23.5 mg/l. The repeat result was 175.0 mg/l. On (B)(6) 2021 "patient 2" initial result was 98.4 mg/l. The repeat results were 135.8 mg/l and 138.0 mg/l. On (B)(6) 2021 "patient 1" initial result was 53.4 mg/l. The repeat results were 164.4 nmol/l and 168.0 mg/l. It is not known if questionable results were reported outside of the laboratory. The crp4 reagent lot number was 527997. The expiration date was not provided.